Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to perform a pump reset and was successfully guided through the process, after which the error did not reoccur, allowing them to start their sensor session without further issues.